Event description:
It was reported that the patient experienced a perforation. A 1.50mm rotapro catheter was selected for a percutaneous coronary intervention in the heavily calcified proximal circumflex artery. The device was advanced to the target lesion. Atherectomy was started at 160 rpms; however the burr jumped forward and caused a perforation. Since the patient had a previous bypass, there was concern that the patient would tamponade. Also, patient was hemodynamic stable. It was decided not to proceed with any further intervention and observe the patient. The patient did fine and the patient's status was stable. The patient was discharged from the hospital. It was further reported that the vessel was not tortuous. Upon initial activation, the burr jumped forward due to tension in the system. It jumped forward prior to engaging with the lesion. The device was immediately deactivated.

Manufacturer narrative:
Event date was estimated.

Manufacturer narrative:
Event date was estimated.

Event description:
It was reported that the patient experienced a perforation. A 1.50mm rotapro catheter was selected for a percutaneous coronary intervention in the heavily calcified proximal circumflex artery. The device was advanced to the target lesion. Atherectomy was started at 160 rpms; however the burr jumped forward and caused a perforation. Since the patient had a previous bypass, there was concern that the patient would tamponade. Also, patient was hemodynamic stable. It was decided not to proceed with any further intervention and observe the patient. The patient did fine and the patient's status was stable. The patient was discharged from the hospital.